Manufacturer narrative:
The technician replaced the casters and the cater supports to repair the bed.

Event description:
Info received indicates the brake pedal will pop out of brake when the bed is bumped.